Event description:
Upon admission to cardiovascular recovery room (cvrr) from cardiovascular operating room (cvor), it was noted that the patient had a skin tear to her right scapula in the shape of a defibrillator pad. Recognition and documentation of skin integrity impairment occurred upon patient's transfer to cvrr from cvor. Frequent turning and pressure off-loading utilized to prevent further skin breakdown. Since the conversion to the "regard" defibrillator pad in question, a sudden increase in skin tears have been noted. All cases reviewed, education completed by company representative to cvor team members and appropriate removal technique reviewed. I would also like to note, this pad is utilized along with a warming blanket, known as the blanketrol, to maintain patient temperature. Discussions with company rep have arose regarding the possibility of increased tackiness to the pad in production, as well as an increase in tackiness due to the blanketrol heat pad being used. Both theories are being reviewed. Device is not available for return.